Manufacturer narrative:
D1/d2a/d2b, d4, d10, PMA/510(k)number: updated.

Manufacturer narrative:
H3, h6: the real intelligence robotic cori console rob10024, (B)(6), used surgery, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported issue was confirmed. A kpc test was conducted, during which the handpiece passed all tests. A mock tka test case was performed, but failed after selecting the bur, displaying "critical error". The console (B)(6), software 1.5.1.0, idb 2.85, with no language pack installed. System logs were examined because it was suspected that the handpiecesettings.json file might be incomplete. This was confirmed after reviewing the logs. The handpiecesettings.json file was manually corrected. Another mock test case was preformed and passed the without issues. The most likely cause is a known software issue where the handpiecesettings.json file failed to properly close when data from a new handpiece was being written to it. This resulted in an incomplete data log and prevented the console from reading from or writing to the file. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, the cori console kept giving a critical error code on assembly of one (1) real intelligence robotic drill when inserting the 5 mm bur. There were several attempts to restart and shut down the console, and the same error persisted. The robotic drill passed a kpc test and reflected having 62 usages. The case logs were reportedly analyzed, and it was advised that the console internal system settings file had been corrupted and required a full wipe clean and re install. The procedure was completed by a changing the surgical technique to manual instrumentation. The case was completed after a significant delay, and no injuries were reported as a result.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.